Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer's reference number: 2017865-2021-19997. It was reported the patient presented in clinic. Upon examination, it was observed the patient's device pocket was infected. The system was explanted with no issue. The patient was stable.